Event description:
Boston scientific received information that, during a recent follow-up, defibrillation threshold (dft) testing was performed. A 23 joule shock was delivered, but was unsuccessful converting the induced arrhythmia. A 41 joule shock was then delivered, which successfully converted the induced arrhythmia. It was suspected that this rv lead dislodged. A fluoroscopy was performed, which confirmed lead dislodgement. The decision was made to reposition this rv lead. Dft was again performed, and the second 31 joule shock converted arrhythmia. Final interrogation revealed normal lead parameters. There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead remains in service. At this time there is no additional information. Should additional information become available this report will be updated.